Event description:
It was reported that during a proximal humerus nail procedure, surgeon confirmed the ti multiloc screw ((B)(4)) was not the correct length. The screws were not used. Surgeon and the consultant both confirmed the 32mm in length and not 38mm in length as indicated by the part number. Surgeon used another screw to complete the procedure with no further problems. No adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed the screws labeled as 32mm are actually 38mm screws. This complaint caused recall. An internal corrective action has been opened to address this issue.

Event description:
This is report 1 of 1 for complaint (B)(4).